Manufacturer narrative:
Method, results and conclusion codes conclusion: recapturing is a feature of the evolut system that allows for additional attempts at accurately positioning the valve. Various factors can affect valve positioning including patient anatomy or physician technique. There is no information to suggest a device quality deficiency that may have caused or contributed to this event. Positioning difficulties do not typically indicate a device malfunction or a failure to meet manufacturing specifications. The subject delivery catheter system (dcs) was returned to medtronic for analysis. The device was received with the capsule over-captured. The evolut system instructions for use (IFU) cautions the user to ¿stop advancing the capsule once the gap to the catheter tip is closed. Advancing the capsule farther could damage the capsule¿. Delamination was observed on the capsule, which typically occurs when the capsule is subjected to a bending force potentially after tracking through tortuous anatomy or after a misload has occurred. There was damage observed on the threading of the screw gear. This damage is consistent with the increased forces in the system. High forces in the handle may cause the threading of the screw gear to become worn and damaged. A kink was noted on the stability shaft of the dcs at the strain relief area of the handle. A bend was also observed on the dcs. The dcs was shipped coiled in a biohazard bag inside a large box instead of the standard return kit. The description of the event does not indicate that this damage occurred during the reported issue and may be related to shipping of the device. Resistance was noted when using the tip retrieval and the trigger. The resistance noted may be due to the kinking of the stability shaft. A tear was noted at the proximal end of the capsule. The description of the event does not indicate that this damage occurred during the reported issue, and no fluoroscopic or procedural images were provided. The tear may have occurred when recapturing the valve, or may have occurred during shipping. The device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve, after three attempts to place the valve, the valve kept slipping out of position. The valve was not used. A non-medtronic valve was implanted. No adverse patient effects were reported.

Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, the delivery catheter system (dcs) was received with a valve loaded within the capsule. The handle was intact. The device was received with the nosecone over-captured by the capsule. On retraction of the capsule via the rotation of the deployment knob, the valve deployed with a slight infold. There was a bend to the mid-section and a kink to the proximal end of the stability shaft. There was a tear to the capsule outer layer at the proximal end of the capsule, with the nitinol frame being exposed. The deployment knob retracted and advanced the capsule. The trigger moved to fully advance and retracted positions with resistance noted and locked in place when released. The tip-retrieval mechanism was intact however, resistance was noted when tested. The device was returned with the end cap/screw gear snap fit connected. There was damage observed on the threading of the screw gear. Delamination was observed over the nitinol reinforcing frame at the distal section and at the proximal end of the capsule. The inner member shaft and spindle hub were intact with no evidence of damage. Conclusion: the investigation is in progress. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.